Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion. It was detailed that the device presented fluid loss and inflation issues, there was tears in the reservoir, and the pump would collapse on itself after seven pumps. A surgical procedure was performed in which the whole system was removed and replaced. No further patient complications were reported.